Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy of cecum with terminal ileum procedure, the first firing was completed without any problem, however, on the second firing the surgeon able to press the green button and when they squeezed the handle in order to fire the device, but it failed to fire. They used another reload to resolve the issue in order to complete the case.